Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation and prior to use the field rep noticed the implantable cardioverter defibrillator (ICD) displayed a low battery voltage reading/gray bar observation. The device was not utilized and there was no patient involvement.